Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the sheath chipped.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: outer sleeve appears to be chipped. Probable root cause: material/design error, manufacturing/assembly error, improper cleaning/sterilization, excessive user force, severe shipping conditions, user misuse. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the sheath chipped.